Manufacturer narrative:
The reported events were perforation, r-wave amp variation, failure to capture, low pacing impedance, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of r-wave amp variation, failure to capture, and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. Visual and x-ray analysis noted the helix was stretched / bent as received. The helix mechanism test could not be performed due to the helix stretched / bent as received. The cause of the reported events was isolated to the damage noted to the helix consistent with procedural damage. A tip stiffness test was performed, and all values were within product specification.

Event description:
New information received notes low pacing impedance was also observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) during the procedure.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-72308.

Event description:
Related manufacturer report number: 2017865-2024-72308.it was reported that during an office check, sensing was noted to have dropped, and no capture was observed at high outputs on the right ventricular (rv) lead. The right ventricular (rv) lead was found to have perforated the myocardium. The rv lead was brought in for a revision. During the revision, the rv lead would not retract. The rv lead was therefore removed and replaced. Tissue was noted in the former rv lead's helix upon removal. During replacement, the set screw in the implantable cardioverter defibrillator (ICD) would not screw in. Attempts were made with two wrenches, but the set screw wouldn't advance. The ICD was exchanged during the same procedure. The patient was stable.